Event description:
It was reported that this device was found in safety mode. A device replacement is scheduled in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device was found in safety mode. A device replacement is scheduled in the near future. The device remains implanted. No adverse patient effects were reported. New information was received that this pacemaker device was surgically explanted. A new device was implanted. The explanted device was lost at the facility and will not be returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device was found in safety mode. A device replacement is scheduled in the near future. The device remains implanted. No adverse patient effects were reported. New information was received that this pacemaker device was surgically explanted. A new device was implanted. The explanted device was lost at the facility and will not be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.